Event description:
The customer reported that the unit failed to power up.

Manufacturer narrative:
The customer reported that the unit failed to power up. A philips field support engineer went to the customer site and verified the reported failure. The power pca was replaced to resolve this reported issue. We will consider this a failure of the power pca.